Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;missing pin in white lead of controller.specific component(s) involved: external controller malfunction;missing pin in white lead of controller.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.